Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer stated that she had no symptoms of low readings. However, the customer stated that she was babbling and sweating profusely. The customer was treated with IV of saline and injections. The customer had a tube of gel in her mouth. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to an MRI. The customer was advised to speak with their health care provider regarding low blood glucose readings.